Manufacturer narrative:
(B)(4). Approximate age of the device is 4 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at hospital (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a stable postoperative period, but developed moderate aortic insufficiency and hypertension. On (B)(6) 2015, the patient was readmitted to the hospital with gastrointestinal bleeding, a hemoglobin of 6.4 g/dl and an inr of 3.4. Aspirin and coumadin were discontinued and the patient was administered intravenous iron for anemia. The hemoglobin rose to 8.8 g/dl. During the hospital admission, the patient's lactate dehydrogenase increased from 360 to 700 u/l. An antihypertensive medication was administered and the pump speed was decreased. On an unspecified date, the aspirin therapy was resumed, but the gastrointestinal bleeding recurred and endoscopy showed ulcers in the cecum and descending colon. Five days later the patient was started on a heparin infusion, and then maintained on coumadin and lovenox. It was reported that with this anticoagulation regimen and with an inr of 2.0, the patient experienced an ischemic stroke. The patient experienced aphasia and hemiparesis of the right arm. A brain CT with angiography showed a thrombus in the middle cerebral artery with a light area of ischemia. An echocardiogram with a pump speed of 9800rpm showed the aortic valve opening with every heartbeat, the interventricular septum deviated toward the right ventricle, and flow resistance at the inflow conduit. When the pump speed was increased to 10,000rpm, the aortic valve opened less frequently and the left ventricular size decreased. A chest CT with angiography did not show any thrombus at the inflow conduit or outflow graft. It was also reported that the lactate dehydrogenase had increased to 1760 u/l. On approximately (B)(6) 2015, the patient's neurological status was reported to have improved, and the lactate dehydrogenase had decreased and plateaued at 1100 u/l. A repeat brain CT with angiography and repeat echocardiogram were unchanged. The patient's healthcare professionals suspected thrombus within the device and the pump was exchanged on (B)(6) 2015. The patient was listed for heart transplant.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned explanted pump; however, a direct correlation between the device as returned and the reported gi bleeding and ischemic stroke could not conclusively be determined. Upon disassembly of the returned pump, an examination of the blood tube/rotor inlet section revealed a large, denatured thrombus ring adhered to the inlet bearing ball and cup. The inlet bearing cup had become unseated during the disassembly process, from it¿s the bore on the distal-side of the inlet stator, and was present in the blood tube/rotor inlet section. The thrombus ring had evidence of laminated layering, which indicates that it developed over an undetermined amount of time while the pump was operating. Examination of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be determined, the deposition appeared denatured and the contact marks on the outlet bearing cup and outlet cone section of the rotor indicate that the deposition was present in the outlet stator while the pump was operating. The thrombus formations found in the pump could have contributed to the clinical signs of hemolysis. The thrombus could have also created additional resistance on the spinning rotor, contributing to the reported elevations in power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop and the pump operated as intended. Device thrombosis, bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.